Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The coil was found to be extremely stretched in the proximal area. The coil was also found to be kinked. There was no blood on the fiber bundles. A microscopic inspection revealed the coil zap tip shape and surface was smooth and no damage noted on the interlocking arm of the main coil. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis on (B)(4) 2013 it was reported that during an embolization treatment procedure, the coil was stretched and was unable to advanced into the microcatheter the target lesion was located in the moderately tortuous internal iliac artery. Utilizing continuous flush, several 035 interlock detachable coils used with an imager catheter were successfully deployed without any issues. However, this 18mm x 40cm .035 interlock detachable coil was unable to advance in the catheter. The coil was removed and noted to be stretched. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, device analysis revealed fiber bundles had detached.